Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, insulation damage due to lead to can abrasion was noticed on the atrial lead. The physician elected to repair the lead with a suture sleeve and medical adhesive. The patient was stable throughout.